Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (patient) requested their stimulator "programmed". Pt reported their stimulator needs to be adjusted because it "went to the right side". Pt further clarified their hcp adjusted and changed pt to program a to "center" stimulation and pt stated they were initially feeling stimulation in the center but reported now it is off to the right side and has "un-centered". Pt reported "sometimes stimulation pushes to my legs and it's not centered". Pt reported stimulation goes into their right legs and it stimulates their toes. Pt stated on call therapy was off on program a. Pt turned therapy on at 2.0v on program a and reported feeling stimulation in the right side of pt's "crotch area" but reported feeling stim more in their thigh and reported it's not centered. Agent offered to assist pt with changing programs and pt stated they know how to change programs and know what each program does. Pt stated they wanted to wait for in person assistance with reprogramming at hcp office. Pt stated their ins is connected to their nerves for their bowels and bladder. Pt reported "my nerves are constantly going back and forth on me". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.